Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula was crimped on (B)(6) 2024. The blood glucose level was 202 mg/dl at the time of event and managed by correction via bolus. The event occured 3 or more hours after insertion. The site of insertion was at abdomen. No further information was available.